Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the power on problem. Upon functional testing, the fse found that the host pc was not working with the device, and it had to switch on manually. To resolve the reported issue, the fse replaced the host pc. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system had problems to power on possibly due to an issue with the host pc. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.